Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a large air bubble in the infusion set tubing. The customer's blood glucose level was over 300 mg/dl and it was addressed with a bolus via the pump. The customer primed the tubing until the air was removed.